Event description:
It was reported that the customer received a no delivery alarm from her insulin pump. The customer's blood glucose levels are unk. The customer stated that an infusion set change resolved the issue. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.